Event description:
Customer reported the pump touchscreen was difficult to see due to not illuminating like before. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.